Event description:
In 2002, the user facility's education coordinator informed the manufacturer's representative of the following: mediport removed because of leaking. Leaked through needle (around needle) up from device septum. Swelling noted above device. Occurred at each lumen when flushed.